Event description:
It is reported that intraocular lens was explanted from patient's eye due to unknown reason. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section b3 - date of event: unknown/not provided. Section d6a. If implanted, give date: unknown/not provided. Section d6b - if explant date given date: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.